Manufacturer narrative:
The device was returned to zoll medical italy for evaluation. The customer reported inability to discharge was confirmed in the device logs, but unable to be duplicated during functional evaluation. The device was extensively tested and passed all testing successfully. The processor/bridge/pace board was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to discharge and the device took an extended time to charge energy. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.